Event description:
It was reported that on removal of introducer cannula from PICC that tip of peel away sheath "broke off" in pt's vein. The tip was percutaneously removed with forceps and the PICC was left in place. No pt complications reported.